Event description:
It was reported that the pump battery was dying quickly. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no further information was obtained.